Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level remained within normal range, not exceeding 500 mg/dl. Technical support assisted the caller in inspecting the pump and cartridge for any damage or debris, and guided them through cleaning the pneumatic tap area. After these steps, the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.